Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported they encountered uncontrolled bleeding during a laparoscopic myomectomy while using ft10 generator and a lf1637 ligasure. End tones were heard to confirm a complete cycle was performed in each instance. There were no regrasp alarms that the customer was aware of. Less than 200mls of blood loss reported.